Manufacturer narrative:
Device evaluation: the complaint unit was received in its original folding carton. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. Lack of lubricant material was observed in the device. The pushrod protruded the cartridge tube causing a cartridge crack and deformed tip. The lens came out of side of the cartridge through the crack. The reported issue was verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the lens was advanced, it came out of the side of the tip. There was no patient contact. No additional information was provided to abbott medical optics.